Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels of 562 mg/dl. The customer also had ketones. It was stated that the customer experienced high blood glucose levels for two days, prior to being hospitalized. Nothing further was reported.